Event description:
It was reported that during a spacer implant procedure, the spindle cap broke upon encountering resistance. A new spacer was successfully implanted. The patient felt great post operatively.